Event description:
During prep, the device and 1st port did not flush properly. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly about event and coordinating return of product manufacturer response for catheter, (brand not provided) (per site reporter).